Manufacturer narrative:
Since an overheating handpiece could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for a reportable event per 21 cfr part 803. Returned motor was tested by production and quality personnel. Production personnel tested motor and found it failed leak test, sound test, current draw test, free speed test, spray test and cut test. Production personnel also tested rdcu controller and found it did not overheat or emit any electrical odor. Production personnel tested motor and found it was running within normal temperature ranges specified for the motor. A slight to moderate electrical odor produced by the motor was detected by quality personnel but this is normal for the brush-type motor employed by the estylus system. No other odors or elevated temperatures were detected from the other components of the returned system. Inspection of the brushes found them to be worn but in working order.

Event description:
In this event a doctor reported that a estylus controller smelled like it was burning and was causing handpieces to get hot; no injury resulted.